Event description:
Information was received indicating that a smiths cadd legacy 1 pump was tested to be under infusing. With claves the accuracy reading was -13.91%, without claves, the accuracy reading was -3.11%, with the walkmed bag the accuracy reading was -8.44%., the mod test was -1.96%, and the bench test accuracy reading was -5.6% . There was no patient involvement.